Manufacturer narrative:
Device not returned.

Event description:
It was reported that intermittently, the basal software did not suspend insulin delivery. Pump settings were reviewed and no issues were identified. Customer's blood glucose (bg) was 18-40 mg/dl and glucose syrup was consumed to address low bg.